Event description:
The hosp reported that during an endoscopic vein harvesting procedure, it was identified that the image was cloudy. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: initial investigation shows that the optic is compromised. The scope will be sent to scholly fiberoptics for further assessment.